Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the socket in the back of cycler where you plug in the power cord has been loose for quite sometime. Per the patient in the background, the cycler had arrived defective already but they tried to deal with it. The power cord seems to be getting looser. The patient contact stated the plug disconnects and if you try and jiggle the plug it sparks. The power cord has been causing issues while in treatment and either erases all info or stops treatment. The cycler powers down in any phase during treatment and has occurred many times since receiving the cycler. There were no power outages. There was not an outlet issue and the power cord does not securely plug in. The patient contact also mentioned they have to curl the power cord in order for it to stay in place and any slight movement powers down the cycler. Upon follow up, the patient confirmed hearing sparking within the interior of the cycler and suspects there was a loose rivet somewhere that has been there since this replacement cycler arrived. The patient is legally blind and did not actually see the sparks. There was no damage found on any of the components. The patient confirmed there was no burning, charred, fried, melted, or blackened components found. The patient confirmed there was no injury to anyone as a result of the power cord and sparking.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the socket in the back of cycler where you plug in the power cord has been loose for quite sometime. Per the patient in the background, the cycler had arrived defective already but they tried to deal with it. The power cord seems to be getting looser. The patient contact stated the plug disconnects and if you try and jiggle the plug it sparks. The power cord has been causing issues while in treatment and either erases all info or stops treatment. The cycler powers down in any phase during treatment and has occurred many times since receiving the cycler. There were no power outages. There was not an outlet issue and the power cord does not securely plug in. The patient contact also mentioned they have to curl the power cord in order for it to stay in place and any slight movement powers down the cycler. Upon follow up, the patient confirmed hearing sparking within the interior of the cycler and suspects there was a loose rivet somewhere that has been there since this replacement cycler arrived. The patient is legally blind and did not actually see the sparks. There was no damage found on any of the components. The patient confirmed there was no burning, charred, fried, melted, or blackened components found. The patient confirmed there was no injury to anyone as a result of the power cord and sparking.